Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during second inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There was no patient complications reported. Patient was in good condition.